Event description:
A malfunction with code "malf 9" was reported, and the pump was unable to turn off or charge properly. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions and assisted with the reset, but the malfunction recurred. As a result, a replacement pump was arranged. No backup insulin therapy was available, and the customer was advised to contact their healthcare provider.